Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a generator replacement due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The patient will return for a routine follow-up.